Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
Evaluation summary: primary tha operative notes are returned which were not very detailed. However, they give no indications that the surgical technique was not followed. The components are confirmed as being compatible. In general, patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) , and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. With the info provided, a definitive root cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer inc. Considers the investigation closed.